Manufacturer narrative:
The field service engineer changed the gear pump head, reagent probes, and checked the sample probe that was recently changed by the customer. The field service engineer observed that the customer did not put the seal on the sample probe. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ca2 calcium gen.2 results on a cobas 6000 module c 501 analyzer. The reagent lot and expiration date were requested, but not provided. The first result obtained was 169, and when the test was repeated the result was 89. The units of measure were not provided. The results were not reported outside of the laboratory.